Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 16 of 17.

Event description:
Impossible to pass into the 1.8mm incision with the sleeves. No patient impact, no product returned.